Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that their things didn¿t work and they were having a problem and going to the bathroom a lot. They were having shocking and tingling and tried turning the stimulation off, but couldn¿t get the device to work. They stated they had little ¿tingings¿ on the morning of the report. The patient was afraid that the shocking may get worse and was looking for assistance on turning the stimulation down. Their arm was also tinging from holding the communication over the implant. It was noted that the device was working really good, but they started getting shocks at the (B)(6) 2019. They had a lot of swelling in their legs from edema and it was very uncomfortable. This was so bad that their skin was black and blue. They noted that, when their legs would get rea lly big from edema, it seemed like their device would not work as well. After syncing with the patient programmer (pp) they found the stimulation was on and they turned it down from 4.0 to 3.0, which they felt comfortably in the correct area. They were going to monitor their symptoms and return to a healthcare professional (hcp) to address their therapy concerns, if needed. On (B)(6) 2019, the patient reported they moved the stimulation from 0.4 to 0.3 volts (v) and it was comfortable for a while, but the shocking returned and was worse than before. Their symptoms also returned. They stated that they ended up turning the stimulation back down to 0.3 v and they were comfortable and the symptoms improved again. It was reviewed that, if they felt comfortable at 0.4 v and the symptoms were doing well, they could keep it there and monitor their symptoms. No further complications were reported or anticipated.